Event description:
A customer had a problem with a foley catheter. The customer reports that a confused pt pulled out an indwelling catheter, causing the catheter to break. One third of the catheter was left inside the pt, and medical intervention was necessary.